Manufacturer narrative:
Upon analysis, this event will be updated.

Manufacturer narrative:
Upon reciept at our post quality assurance laboratory, the devices battery voltage was at beginning of life (bol) with voltage of 3.23 volts. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device testing and examination of device memory and stored electrograms determined that the device met specification for normal device operation.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) has experienced chest pain, nausea and had lost consciousness on (B)(6) 2010 at 1300 hours. Interrogating the device showed an episode of ventricular fibrillation (vf) which was induced by premature ventricular contractions (pvcs). The vf was treated by shock therapy but another another ventricular fibrillation (vt) episode began shortly after. This vf was once again treated by shock therapy. The physician confirmed that after the device administered a shock therapy loss of capture and no pacing post shock therapy was noted. Temporary pacing was administered but was not effective. Several methods were used to revive this patient but were not successful and this patient was pronounced dead on (B)(6) 2010 several hours after the initial patient symptoms. Postmortem examination revealed that the cause of death was due to a massive myocardial infarction although several physicians felt that the cause of death might have been due to loss of capture and no pacing post shock delivery. In addtion, it was noted that several episodes could not be retrieved from the device. It is uknown if these episodes were linked to the death of this patient. Several save to disk were sent for technical review. Analysis of the save to disk revealed that the device underwent a benign rest on (B)(6) 2010. Technical services confirmed that the type of reset seen on the save to disk was benign but would clear atrial and ventricular impedance measurements. This reset does not indicate a device anomaly related to the death of this patient. This device is being returned for analysis.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory both the device and leads were analyzed. The devices battery voltage was at beginning of life (bol) with voltage of 3.23 volts. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Both the right ventricular (rv) and right atrial (ra) leads were analyzed. Visual inspection of the rv lead revealed setscrew marks on all terminal connectors as well as a cut in the insulation at 37.5 cm from the is-1 pin. In addition, the proximal shocking coil was separated from the medical adhesive bonding. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection of the right atrial (ra) lead noted set screw marks on the terminal pin and anode ring as well as dried blood past the helix mechanism up through the lumen. Conductor coils of the ra lead were deformed, and cuts in the silicone insulation was visually confirmed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Available information pertaining to the death of this patient is consistent with a myocardial infarction which may cause ventricular arrhythmia as well as cause damage to the heart tissue resulting in the sequence of events.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced chest pain, nausea and lost consciousness on (B)(6) 2010 at 1300 hours. Device interrogation revealed an episode of ventricular fibrillation (vf), which was induced by premature ventricular contractions (pvcs). The vf was successfully treated by shock therapy. Another ventricular fibrillation (vf) episode began shortly after and again shock therapy was delivered. The physician noted loss of capture and no pacing post shock therapy. Temporary pacing was administered, but was not effective. Several methods were used to revive this patient, but were unsuccessful. Several hours after the initial patient symptoms, this patient was pronounced dead on (B)(6) 2010. Post-mortem examination revealed that the cause of death was due to a massive myocardial infarction. It was reported that several physicians expressed concern that the cause of death might have been due to loss of capture and no pacing post shock delivery. However, it should be noted that myocardial infarction can lead to loss of capture in the absence of device malfunction. In addition, it was reported that several episodes could not be retrieved from the device and it was unknown whether these episodes may have been linked to the patient's death. Several save-to-disk copies were prepared and sent to boston scientific for technical review. Analysis of the device memory revealed that the device underwent a benign reset on (B)(6) 2010. Technical services confirmed that although this type of reset was benign, it would clear atrial and ventricular impedance measurements. Additionally, this type of reset does not indicate a device anomaly related to the death of this patient. This patient's system (i.e., device and leads) was returned to boston scientific for detailed analysis.